Event description:
It was reported that the ventilator continued to ventilate the patient, however, the ventilator graphic user interface touch screen became nonresponsive to touch. There was no harm to the patient, and the patient was placed on another ventilator. The hospital will not share any patient demographics.

Manufacturer narrative:
Nihon kohden orange med will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
Evaluation completed.